Event description:
The patient was male but age was unknown. The target lesion was the right superficial femoral artery. There was mild calcification and no vessel tortuosity, the rate of stenosis was 100% (cto). Approach was made contralaterally. After the target lesion was crossed with a chevalier guidewire, pre-dilatation was conducted with 5mm jackal rx balloon catheter (sjm). The gw was changed to agosal xs (sjm, 300cm) and the smart control stent (complaint product) was advanced in the patient, but some friction/resistance occurred just before the target lesion. When the device was checked under images, the stent was observed slightly released. The sds was removed from the patient. Two other new smart control stents (cat/lot unk) were placed in the target lesion and the procedure was completed by post-dilatation with the jackal balloon. When the device was inspected after the procedure, the locking pin was found off position. The physician commented that he did not remove the locking pin during the delivery. There was no adverse event and the patient is in stable condition. There will be a product return. The user held the handle of the smart control sds flat and straight outside the patient per IFU.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance.

Manufacturer narrative:
During advancement of the sds towards the target lesion friction/resistance was encountered and it was noted that the stent had pre-maturely slightly released. The target lesion was the right superficial femoral artery. There was mild calcification and no vessel tortuosity, the rate of stenosis was 100% (cto). Approach was made contralaterally. Two new smart control stents were placed in the target lesion and the procedure was completed. There was no adverse event and the patient is in stable condition. The device was inspected after the procedure and the locking pin was found off position. The physician commented that he did not remove the locking pin during the delivery. One non-sterile smart control, iliac 6x80ml was received coiled inside a plastic bag. Unit was partially deployed (0.6cm). Locking pin was not received. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. The outer length was measured and found within specification. Functional test for locking pin (red) could not be performed because it was not received. Functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of 'partial deployment' condition could not be conclusively determined. During manufacturing process there are controls to detect this kind of damage. The failure 'locking pin - loose' reported by the customer could not be confirmed; since the locking pin was not received. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The failures 'tracking difficulty' and 'deployment difficulty-premature/in patient' reported by the customer were not confirmed; since no anomalies were found during dimensional and functional analysis. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.'in this case it is possible that vessel characteristics and procedural factors contributed to the reported event.